Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that one of the devices was returned with the suction button separated from the device. The suction button had a deformed flange. Scratches were observed around the suction button assembly. Functional testing was not performed based on the condition the device was received in. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of a disengaged suction or irrigation button may occur if the user excessively manipulates the button and\or exerts angular pressure on the button which results in damage to the button assembly. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the first device broke shortly after starting to use it. The second one's issue was that total suction did not work. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first device broke shortly after starting to use it. The second one's issue was that total suction did not work. Another device was used to complete the case. There was no patient injury.